Event description:
It was reported that during use the foley catheter eye was not open. It was also mentioned as they would like to receive the report as soon as possible, so include details about the manufacturing process and inspection procedures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.